Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined however it is possible to be due to temporary loss of electrode contact.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) showed false pause episodes due to undersensing. No intervention was performed. The patient was stable.